Event description:
It was reported that the ventilator lost ventilation. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The exhalation valve module assembly was returned for investigation. A visual inspection was conducted and no anomalies were found. The returned part was installed into a test ventilator for analysis. The device was powered on and passed testing. The device was put into ventilation mode for twenty four hours. No errors or alarms were recorded. The reported malfunction was not confirmed with the returned part.